Event description:
It was reported that the radiologist was pushing the filter up the sheath. The filter stopped moving forward at the 1st third of the sheath. The filter was not released in the pt. The filter was removed by pulling the leg. Another filter was placed successfully. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the qc records. This lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. It is unk if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The info for use of this device states: advance the filter by moving the nitinol pusher wire forward through the introducer catherter, advancing the filter with each forward motion of the pusher wire. Do not pull back on the pusher wire, only advance forward with filter in place.